Event description:
(B)(4). I have already submitted comments about my experience with essure to the FDA's website. Please see FDA tracking#'s (B)(4). I had essure implanted in (B)(6) 2009. The procedure was excruciatingly painful to the point that I passed out from the pain. Before I passed out, I was screaming "is this supposed to hurt so bad??!!" I remember the doctor saying that I had a "tipped uterus" and that's why she was having trouble with the placement and why it was taking so long. Then I passed out with two nurses by my side applying cold compresses to my head and taking my blood pressure. When I started to "come to", I heard the two nurses and the doctor discussing whether or not I was going into shock. When I became fully alert, the doctor told me she was going to "try again" with the placement. I said, "I don't want to try again if it's going to hurt so bad!" The doctor said she would give me something stronger for the pain. The second try hurt like hell, but not as bad as the first try. Since the procedure, I have had symptoms of joint pain and fatigue which I thought were possibly fibromyalgia symptoms. Plus, I have had unexplained numbness in my arms. I had a nerve test done about two years ago and no abnormalities were found by the doctor who did the nerve testing. I was basically told that I did not have carpal tunnel syndrome, but the doctor had no explanation for the numbness in my arms. Since the essure procedure, I get my period every 18 to 21 days. I used to be very regular with my periods - every 28 to 30 days, with heavy flow for the first 2 or 3 days followed by light flow for 2 or 3 days. Now I have heavy blood flow for 5 days, then a few days of light flow, then no flow for a few days and then brown discharge for a few days. It always follows that same pattern. I was given a "wallet card" to carry about essure by the doctor who performed the surgery. I was never told that the coils contained nickel. I have known since I'm a young girl that I am sensitive to nickel. I am not positive that I am allergic to nickel, but I do know that I have always had trouble wearing earrings. Certain earrings would make my ear lobes red, itchy, and very irritated to the point I could only tolerate them for an hour or so. I came to realize years ago that I needed to buy earrings labeled "nickel-free" in order to avoid such discomfort. I would like to attach my operative report which shows that the doctor had much difficulty placing the first coil (but I'm not sure I will be able to attach a pdf). I would also like to attach the results of the nerve test I had in order to diagnose the source of the on-going numbness in my arms.